Event description:
During open heart procedure - purge line became detached from arterial filter vent port. Luer lock cap was placed on the port to prevent further blood loss. Only use of normasol was indicated to replace volume loss, no blood or blood products. Pt weaned successfully from cardiopulmonary bypass without further complications. It is unk at this time whether this is a device problem or a user error. Device cleaned with diluted bleach solution prior to returning.